Manufacturer narrative:
The actual device was tested by the service provider on 04/10/2019. During the testing, the occlusion alarm functioned to specification. The pump met all specifications as intended. The reported issue was not confirmed.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 04/03/2019, and stated that "pump 905282 came back from a facility with a note that said occlusion". Event date is unknown. The operator of the device is unknown. It is unknown if there was a patient involved or not. There was no patient injury or harm.